Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient.

Event description:
A consumer implanted for non-malignant pain reported on june 20, 2016 the patient programmer (pp) may have gotten wet and would no longer work or power-up, even after three different sets of batteries were tried. It was noted the consumer turned stimulation up high because their legs were going crazy, but they couldn¿t turn the setting down because the pp wouldn¿t work. No out of box failure was reported.

Event description:
Additional information received from the consumer clarified their legs went crazy because they turned stimulation up too high, and were unable to use their patient programmer (pp) to turn stimulation back down because it wasn't working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.